Event description:
Diabetic resident had a fasting fingerstick -glucometer- reading of 72 on (B) (6) 2010 at 0600. This resident also had a fasting blood draw by lab on (B) (6) 2010 at 0300. The facility was notified on 03/12/10 that the results of the lab draw on (B) (6) at 0300 was a blood sugar level of 37. The resident had not displayed any symptoms of hypoglycemia throughout the day on (B) (6) 2010.